Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1122 ((cbit) check vent: blower temperature high). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1122 ((cbit) check vent: blower temperature high). The customer reported that the error code was seen during powering on the device. The rse recommended that the motro control (mc) board be replaced; however, if the issue was not resolved, the power management board may need to be replaced. The customer was provided with the part number for a replacement mc board. Investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the motor control board was replaced, and the error codes were cleared. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.